Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2016. The fse found a loose screw in the motor, the fse tightened down all screws on the motor drive pump and cleaned and lubricated pump, inspected the diaphragm and the pump. The fse also primed the pump. The customer resumed operations. The g8 analyzer was functioning as intended with all errors cleared. No further action required by field service. The most probable cause of the reported event was loose screw in pump motor mechanism. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported a grad sensor error with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.